Manufacturer narrative:
Result: known inherent risk of procedure. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. There are varying degrees of calcification. Severe calcification can adversely impact the leaflet function and result in regurgitation, which may require intervention to prevent permanent injury. In this case, the bioprosthetic valve was reported to have thrombus and was calcified 20 months post implant. The exact cause of the valve calcification and thrombus cannot be confirmed; however, patient factors (dialysis) may have contributed to this event. The sapien xt valve was explanted and a mechanical valve was implanted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the site, 20 months post implant, a 23mm sapien xt valve was explanted due to calcification of the valve and thrombus. A mechanical valve was implanted. It is unknown if the patient was symptomatic. No further information is available at this time. The explanted valve was discarded and is not available for evaluation.